Manufacturer narrative:
One tapered screw vent implant was returned for inspection. Visual inspection revealed wear about the threads, collar, and internal threads, and bone tissue within the vent. The implant packaging was not returned for review, therefore the alleged event could not be verified. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: ¿tapered screw-vent® implant system¿ 5161, rev. 3/12. ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16 information identified: product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. A probable root cause for the reported event could not be determined, as the packaging and labeling was not returned for inspection. Complaint is therefore non-verifiable.

Event description:
The dentist reported that the implant had not primary stability due to a packaging error. Implant received with a implant diameter of 4.1 mmd instead 3.7 mmd.